Event description:
It was reported that there was a broken capsule when inserting the intraocular lens. No patient injury was reported. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol was stuck in the emeraldc cartridge; the returned item had the appearance of ophthalmic viscoelastic on the lens. Further evaluation was not possible. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.